Event description:
It was reported that clinical staff reports channel errors. It was also reported that channel errors usually occur during set up and when customer troubleshoot by power the module on and off, it resolved the issue. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.